Event description:
It was reported that a clearlink vented blood administration set had an air bubble, .05 cm in size, in its tubing, 10 cm from where the tubing exited a baxter colleague pump. This was noticed during infusion using the pump, as the nurse was preparing to administer a new bag of potassium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The defective unit was not made available to be returned for evaluation; however, a retained sample was visually checked, then gravity tested, the liquid flows correctly through the tubing, no air bubbles were detected and the set met product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The issue was not verified and the cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.